Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject ues-40 was not returned to olympus medical systems corp. (Omsc). Omsc checked the device history record of the subject device, and there was no irregularity found. Omsc confirmed that there was no similar event in the past. The user reported that no abnormality was found during the repair at omsc. From the above, omsc surmised that there is no abnormality with the subject ues-40 and the reported phenomenon caused by the handling by the user. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject ues-40 is not returned to olympus for evaluation, therefore olympus cannot evaluate the subject ues-40. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user facility was using the ues-40 for bipolar turbt on a patient but the subject device failed during use. The user facility replaced the subject ues-40 with another ues-40 but the unspecified fault could not be resolved. The user facility changed the procedure to monopolar resection, during which, there was an obturator nerve response which caused a small perforation of the bladder. The patient was left with a urethral catheter for two days. The user facility reported that both of these subject devices had failed in use on a previous occasion and had been sent to olympus for repair and had been returned with no fault found. The patient has fully recovered from perforation of bladder. There was no report of the patient injury other than above.